Event description:
It was reported that a 511s was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the small transparent plastic ring fell into the pt, when the surgeon put a instrument through the 511s. The plastic ring is only being returned, not the trocar.